Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4)

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, with issues of ap waveform quality. User stated that the fo ap and the transduced inner lumen ap both seem to be having artifact. The esp personnel had reviewed the reasons for ap waveform would show artifact. Also requested user to check balloon position through chest x-ray. User thanks me for the information shared today. No harm or injury reported.